Manufacturer narrative:
The reported event was confirmed as use related. The dilation catheter and eagle inflation device were returned in the original packaging. The needle gauge was not in the zero position when the device was received. The right clamp on the device was observed to be cracked and broken. No other anomalies were noted. The root cause for this failure mode was due to over pressurization by the user. Per investigation the device history record review was not required. The instructions for use were found adequate and state the following: "the lumen labeled with the rated burst pressure (xx atm) is for balloon inflation do not exceed the recommended rated burst pressure (rbp) 30 atm for this device. Balloon rupture may occur if the rbp rating is exceeded." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the pump head of the balloon dilation catheter was found to be cracked upon opening the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pump head of the balloon dilation catheter was found to be cracked when the package was opened.